Event description:
The customer claims that during a numbing procedure the needle came out of plastic hub as np was retracting needle after procedure. Therewere no injuries.

Manufacturer narrative:
Upon receiving customer feedback regarding " the needles are poking through caps," our company promptly organized quality control, production, and related personnel to investigate the situation. Specific details are as follows: (1) production process review: upon tracing back the production batch records of lot: ckdc10-01 batch products, and there are no abnormalities in the production process. The raw materials and production processes have not changed. (2) retained sample testing: 50 samples from the batch were extracted for visual inspection, and the hypodermic needles tubes were straight, smooth, and without defects. No bending or piercing of the protective sheath was found. (3) root cause analysis: based on customer feedback and the analysis of the production process and manufacturing techniques of the hypodermic needles products, it is speculated that the user was stabbed by the needle when putting back the protective sleeve after clinical use of hypodermic needles.

Manufacturer narrative:
Description correction on 2025.09.22. Upon receiving customer feedback regarding the "mckesson complaint number (B)(4), during a numbing procedure the needle came out of plastic hub as np was retracting needle after procedure. There were no injuries. " our company promptly organized quality control, production, and related personnel to investigate the situation. Specific details are as follows: (1) production process review: upon tracing back the production batch records of lot: ckdc10-01 batch products, and there are no abnormalities in the production process. The raw materials and production processes have not changed. (2) retained sample testing: 20 samples from the batch were extracted for visual inspection, and the adhesive of the injection needle products in this batch was full without any abnormal conditions; and select 10 pieces for rigidity and toughness testing; another 10 samples were selected for firmness testing. The testing results of this batch of injection needle products all meet the standard requirements (testing instrument: medical injection needle tube (needle) rigidity tester, medical injection needle tube (needle) toughness tester, tested by: (B)(6)). (3) root cause analysis: based on customer feedback and the analysis of the production process and manufacturing techniques of the injection needle products, it is speculated that improper use of the product or insufficient adhesive between the needle tube cause of the needle breakage. Further investigation is needed to understand the specific cause of the needle breakage. We recommend the customer to assist by collecting a sample of the broken needle or sending the high-definition image for further analysis.

Event description:
The customer claims that during a numbing procedure the needle came out of plastic hub as np was retracting needle after procedure. Therewere no injuries.